Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation (image 1). Visual evaluation of the as returned product identified signs of wear from use about the implant threads and collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 23 (universal) and used for approximately 2 months. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 63718875. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Review of material kitting notes that all raw materials utilized were manufactured to specification (63718875 - materials kitting). Complaint history review was performed for the reported lot number (63718875) for similar event and no other complaint was identified. Based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: date of this report; date received by manufacturer; checked "follow-up"; checked follow-up type; changed "no" to "yes"; entered evaluation codes; added manufacturer narrative.

Manufacturer narrative:
(B)(4). PMA/510k: k013227.

Event description:
It was reported that clinician indicated allergic reaction. The implant at tooth location # 23 was normal after placement, but later the patient reported itchy face and swollen eyes, indicating allergic reaction, and the symptoms persisted after medication, so the implant was removed. New implant will be placed after 2 months.